Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds which led to early battery depletion of the implantable pulse generator (ipg). The ra lead and ipg were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.